Event description:
In 2008, the patient reported that insulin leaked from the bottom of her insulin cartridge into the cartridge compartment of her infusion device. She stated that this occurred 3 weeks ago, and she noticed the leak while she was priming the infusion tubing. She stated the cartridge compartment was filled with "about half an inch" of insulin. She removed the insulin cartridge and cleaned the cartridge compartment with a moist towel. She inserted a new insulin cartridge and has been reusing it since the incident. She was advised not to reuse insulin cartridges. She believes the leaky insulin cartridge was faulty and may have been exposed to extreme heat due to being stored in her car. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient did not retain the alleged insulin cartridge. Her infusion device was replaced and requested to be returned for evaluation.